Event description:
Per the clinic, the patient suffered an impact to the implant site resulting in a loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2016 and the patient was reimplanted with a new device.